Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Customer stated was not able to ready display screen. The customer was advised a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly grey, stripes and blocks were displayed noted during testing.